Event description:
It was reported that the camera head image flickered and that there was an internal abnormal error. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation results, a probable root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.